Manufacturer narrative:
Motion interrupt pan, fowler link bracket.

Event description:
It was reported by service report that the fowler was found to be stuck in the flat position and the motion interrupt pan was missing. The customer could not determine whether there was pt involvement; however, no adverse consequences are reported.